Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/08/2016 with the following findings: a review of the black box data showed no voltage fluctuation. During testing, the battery compartment and returned battery cap were observed to be undamaged. The pump¿s current draws were found to be within specifications. No temperature issue occurred during testing. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing.